Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue mainbody of a minicap transfer set cracked. This occurred during use for peritoneal dialysis therapy. The transfer set had been in use for three days and was disinfected with iodine. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. The sample was returned with evidence of an unknown cleaning substance beneath the twist sleeve. A visual inspection was performed with the naked eye and noted a damaged crack main body. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.